Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) showed error code 50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) observed and found same. Cross checked motor control pcb and found that motor control pcb is defective and it need to be replaced. On (B)(6) 2024: replaced motor controller pcb (d671-00-0004). Performed all functional tests successfully. Machine handed to the customer in working condition.

Event description:
N/a